Event description:
A customer reported being unable to get a reading from his freestyle blood glucose meter. He reported experiencing the following symptoms: disoriented, lethargic and profusely sweating. The paramedics were called, checked customer's blood glucose, obtained a reading of 29 mg/dl and administered an intravenous dextrose solution. He was transported to the hospital where he was diagnosed with severe hypoglycemia, and continued the treatment with dextrose intravenously. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been returned and an investigation is in process. A follow up report will be submitted if the meter is returned.